Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged and the proximal coil was fractured as a result of clavicular crush. Serial number should have been (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.